Event description:
The customer reported the system displayed a communication error and failed to complete boot up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The mainframe battery was evaluated and replaced, and the power supply was adjusted to 5.3vdc for optimal performance. The system was tested and found to be working as intended and returned to service.